Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had been having issues with the handset for the last 3-4 months. They were losing their bolus every time it happened. The patient explained when they turn on the handset and go through the first step, it goes to 100% and then switches over to the second step which they have to get to 100%. They described seeing a screen that said pain pump was not responding and they had a choice to cancel out or wait. They always choose to wait because they want the bolus but there were times were the screen goes to lockout count down time. The agent reviewed consideration information and assisted them with clearing data. The troubleshooting steps that were taken on the call resolved the issue. On 2025-09-25 additional information was received from the patient who reported that a little white message box would come up that said to cancel or wait. The patient stated that sometimes they would not even get through the first stage before they got to the second stage to deliver the bolus when the message box appears. The agent asked the patient if there was a service code on the message or any further wording and patient said no. The patient stated that they would push the wait button, and the handset would freeze up and not do anything, and they would end up losing the bolus if they went out of the screen completely. The agent was unclear of what the patient was referring to was. The patient insisted that there was no service code, or any other wording besides cancel or wait. The agent was trying to assist the patient and get more information; however, the patient became escalated. The patient then stated that they had done this before and that someone took them through the prompts to clear out the old messages or something. The agent had the patient connect to the pump during the call. The handset lagged at 90% during the call while the patient was connecting to the pump. The agent tried to review the 90% lag with the patient, however the patient cut agent off and said that the connection went through, but it said that they were locked out. The patient was very upset and would not let the agent speak. The patient just kept repeating information and getting upset with the agent. The patient said that this handset was doing the same thing as before the pump was replaced. The agent guided the patient through clearing the handset the data. Due to nature of the call with the patient being escalated, agent did not attempt to gather any further information from the patient.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.